Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 9680001-2016-00027, 3005334138-2016-00011, 3005188751-2016-00017 following an atrial fibrillation ablation procedure, a pericardial effusion occurred. After a successful af ablation, the patient became hypotensive while in the recovery room. An echo was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient.